Event description:
Information was received indicating that a smiths medical ventilator was dropped and is now missing knobs, the face is bowing out. There was no alarm, this issue occurred during testing without patient. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one pneupac ventilator was returned for analysis. The CPAP knob was chipped, the other three knobs were missing caps and the front panel was damaged. The device was visually inspected. The issue was due to being dropped by the customer. The damaged parts were repaired , the device was calibrated and preventative maintenance was performed.